Event description:
It was reported to the aci sales professional that an obese, female patient underwent a left heart catheterization procedure (with ivus) exact date unknown. Access was obtained retrograde starting with a micro-puncture 21g needle and cannula, 4f sheath and then upsized to a 6f pinnacle sheath. Angiomax was administered peri-procedure. Additionally, the patient was on asa and plavix. Following the procedure, mynx was used for femoral artery closure. It was reported that after the mynx was deployed, the deployer felt a small knot just below the puncture site. A femostop was placed on the patient. Once the femostop was removed, the patient began complaining of pain at the groin site. An ultrasound was performed and revealed a small hematoma and pseudoaneurysm. The cardio-thoracic surgeon on site at the clinic was consulted. The surgeon had the patient transferred to the hospital where the patient's artery was "stitched." The surgeon reported that the stick was high and the patient's obesity made it very difficult to hold proper pressure. The exact discharge date was not provided but it was reported that one week post surgery, the patient followed up with the surgeon and was doing fine.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the patient and procedure information provided, the cause of the reported hematoma and pseudoaneurysm could not be conclusively determined. It was reported that the peri-procedure angiomax (anticoagulant) was administered and the patient was also on asa and plavix. In addition, the physician reported that the stick was high and the patient was obese. The mynx instructions for use (IFU) states "do not use the mynx if the puncture site is located above the most inferior border of the iea and/or above the inguinal ligament based upon boney landmarks, since such a puncture site may result in a rbp/rbh." Also, per the IFU, the safety and effectiveness have not been established in patients with morbid obesity (bmi > 40 kg/m2). There was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure, or any information provided regarding the deployment of the mynx and its use per the instructions for use. The review of the lhr (lot # f1014403) indicated that the mynx device met all established performance criteria prior to shipment.